Manufacturer narrative:
On january 27, 2022, mentor became aware that the patient's removal surgery date was updated to (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the patient's implants were replaced with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 7576363 sn: (B)(6) and (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 7546017 sn: (B)(6). On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to implanting a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On april 22, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on a future date of (B)(6) 2021. In addition, the capsular contracture on the left breast is now being reported as baker grade I. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered bilateral breasts capsular contractures (baker grade ii-iii on the left and baker grade iii on the right), post-procedure. The capsular contractures were diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.